Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked and bleeding display glass, a scratched case and cracked reservoir tube. No crack was noted on the display window.

Event description:
It is reported that the patient's sensor insulin pump has a cracked screen. The patient's blood glucose level is 189mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.